Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was losing 10 minutes per day. The patient confirmed correcting the time but stated that the pump was still running about 10 minutes behind per day. This report is made based on the allegation that the pump clock was not maintaining time accurately.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed a reboot occurred on (B)(6) 2013 at 9:48 pm and the time and date reset to default; the time was then manually set to 9:54 pm, (B)(6) 2013. The dates in the total daily dose history are incongruent, changing from (B)(6) 2012 to (B)(6) 2013 and from (B)(6) 2013 to (B)(6) 2013. A timekeeping accuracy test was performed and the pump was found to be maintaining time accurately until the battery was removed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.